Manufacturer narrative:
No alarmed was noted for a software error. The insulin pump alarmed for failure during the self test, had a high idle currents and was unable to down load due to a faulty connector on the radio frequency board. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report his brother's insulin pump has alarmed everyday at 10am for 4 months. Blood glucose reading was 145 mg/dl. Customer was hospitalized for a non-diabetes related health issue. The customer experienced high blood glucose while hospitalized but stated that it was not cause by insulin pump therapy. Troubleshooting performed. The insulin pump alarmed again during the self test. Advised that the insulin pump will be replaced. Nothing further reported.